Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer put the pump in storage mode. The customer's blood glucose (bg) level was reported as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. The pump was reset and the customer continued to use the pump for insulin therapy.